Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.